Manufacturer narrative:
Section d: the procedures in the article were performed on both da vinci xi and s systems. There was no differentiation provided regarding which system was used per procedure. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): total robotic resection for superior sulcus tumors: technical description and case series 10.1016/j.atssr.2024.12.007 suzuki-2025-total robotic resection for superi.pdf. Https://doi.org/10.1016/j.atssr.2024.12.007.

Event description:
A review of the article reported the following adverse event. 76-year-old male underwent robotic resection with ribs 1-2 removed. Developed pneumonia requiring reintubation. Length of stay (los) was 11 days. Later died due to pneumonia at 21 months without recurrence.